Event description:
Patient presented with aneurysmal left iliac vessel. Bifurcated stent graft was implanted without issue. The left hypo was embolized. A glidewire was exchanged for an amplatz guidewire. There was difficulty in advancing the introducer sheath/dilator and it appeared as if the amplatz wire was inadvertently advanced through the implanted stent cage. The introducer sheath and wire were retracted and readvanced into position. The bifurcated stent graft was inadvertently pushed off of the aortic bifurcation with the limbs sitting in the aorta. The physician decided to reline the bifurcated stent graft and placed another 25-16-100bls bifurcated device, and also placed the 25-25-95l proximal extension to resolve the proximal type I endoleak. The procedure was completed with good results. Additional info per rep: pt developed distal type I endoleak, and physician felt that the proximal extension was partially covering the lowest renal even though both kidneys were perfused. All devices explanted on (B)(6) 2010.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Physician inadvertently pushed bifurcated stent graft up and off the bifurcation in the initial procedure.